Manufacturer narrative:
S/w 4.11c. Retainer ring = black. Case type = ngp. Patient returned pump for an alleged insulin flow blocked alarm, rejects new battery, battery life declined. Event date (B)(6) 2023. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low battery alarm and failed battery alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, alarm was found in the history files or traces and were expected (B)(6) 2023 09:13:00.000 low battery alert (104), (B)(6) 2023 11:11:00.000 change battery fault (73). No delivery alarm/insulin flow blocked alarm was none found in the formatted history file on the event date. No delivery alarm during testing. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with battery tube threads - cracked and cracked case-corner of belt clip rails. Unit passed required testing. Not confirmed no delivery/occlusion alarm, charge/battery lasts less than expected not confirmed and failed batt test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received unexplained no delivery alarm, rejected new batteries and diminished battery life. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump and the insulin pump will not be returned for analysis.